Event description:
Additional information received from the hcp via a manufacturer representative reported the patient was being hospitalized post-pump refills because of overdose symptoms. No further patient complications were reported.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016. The hcp sent the affected drug back for drug analysis. The first issue occurred in (B)(6) in (B)(6) 2016. The pump was emptied, and saline was put in for seven days. The pump was programmed to minimum rate mode and then refilled with drug with the dose turned down.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen (500 mcg/ml at 91.14 mcg/day; the brand and lot # were unknown by the reporter) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2016 the patient had a pump refill and had a bad experience. The pump was refilled in the morning. Per the reporter, the healthcare professional (hcp) used ultrasound to find the refill port. That evening the patient got very sleepy and could hardly stay awake. He couldn¿t get up to go to the bathroom and was incontinent/he couldn¿t hold his urine. The being sleepy, incontinent, nausea, and dry heaves lasted for 1.5 days. The nausea and dry heaving came and went. On (B)(6) 2016 the patient got better. By (B)(6) 2016 he was over most of the symptoms except the nausea. The reporter stated that they called the nurse and they finally heard back from the nurse today ((B)(6) 2016) and they have an appointment to talk to the doctor on (B)(6) 2016. It was noted that the hcp had been changing suppliers for the pump medication. They used to get it from this manufacturer, then another company, and now it was from another company. They switched to the most recent company in (B)(6) 2015 and that¿s when they noticed the nausea and dry heaving. The reporter was wondering if there were different brands of baclofen. No interventions were mentioned. Additional information was received from a healthcare provider (hcp). The pump was delivering drug via flex infusion mode. The pump had been refilled on (B)(6) 2016 with compounded baclofen that had an expiration date of 30-june-2016. The needle was injected into the pump without incident. On (B)(6) 2016 the patient followed up with the physician to discuss their symptoms. The physician discussed with the patient that it was not pump related and that with the symptoms stopping suddenly the patient may have had a virus. The pump was not interrogated and the pump dosage remained unchanged. The patient was stable on the pump regimen unchanged and stable in pain. Medical history includes prostate cancer, chronic intractable pain, interventional injection therapy, psychological counseling, analgesic medication, physical therapy, high blood pressure, low back pain (consistent with degenerative disc disease of the lumbar spine) and multiple sclerosis and carpal tunnel, alcohol use one drink per day. Surgical history was orthopedic surgery for leg fracture repair, prostate cyro, pump placement 1992, 1997, 2002 and 2007. No known drug allergies. Other medications include aspirin baclofen bactrim bicalutamide cranberry fish oil lisinopril 10 mg hydrochlorothiazide 12.5 mg tablet take one tablet every day oral, multi vitamin probiotic, tamsulosin theracal d2000 tramadol 50 mg one every day. Patient's weight was (B)(6) and height (B)(6). Additional information was received from a device manufacturer representative (rep). It was reported that the patient had experienced somnolence and overdose-like symptoms following the refill. The pump was aspirated, filled with saline, and the patient's symptoms improved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.